Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 456 mg/dl at the time. It was also reported that there was difference between the sensor glucose reading and blood glucose reading; however insulin delivery was not suspended. The insulin pump will not be returned for analysis.